Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 309 mg/dl. The customer reported the drive support cap appears normal. The customer had radioactive iodine. The customer report motor position encoder error alarm. Customer was able to rewind the pump completely. Customer reviewed the alarm history and found out it contains more than one motor error alarm within the last 30 days. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates.

Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarm was noted. The motor passed the motor test. The displacement test functioned properly. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a scratched case, a torn up button keypad overlay and minor scratches on the lcd window.